Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and gait disturbance ('couldnot walk right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion disability), gait disturbance (seriousness criterion disability), arthralgia ("knees hurt"), joint swelling ("knee swelling"), neck pain ("neck pain") and pain ("pain head to toe"). Essure treatment was not changed. At the time of the report, the back pain, gait disturbance, arthralgia, joint swelling, neck pain and pain outcome was unknown. The reporter considered arthralgia, back pain, gait disturbance, joint swelling, neck pain and pain to be related to essure. The reporter commented: as per social media content: she went from short term disability to long term disability and now on social security. Concerning the injuries reported in this case, the following ones were reported via social media ¿ joint swelling, back pain, neck pain, knee pain, pain, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and gait disturbance ('couldnot walk right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion disability), gait disturbance (seriousness criterion disability), arthralgia ("knees hurt"), joint swelling ("knee swelling"), neck pain ("neck pain") and pain ("pain head to toe"). Essure treatment was not changed. At the time of the report, the back pain, gait disturbance, arthralgia, joint swelling, neck pain and pain outcome was unknown. The reporter considered arthralgia, back pain, gait disturbance, joint swelling, neck pain and pain to be related to essure. The reporter commented: as per social media content: she went from short term disability to long term disability and now on social security. Concerning the injuries reported in this case, the following ones were reported via social media ¿ joint swelling, back pain, neck pain, knee pain, pain, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.